Manufacturer narrative:
H10: attached literature article inadvertently not attached on previous report. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
*** See attached literature article***

Manufacturer narrative:
Jung-soo park, jong-myong lee, hyo-sung kwak, and gyung ho chung. Endovascular treatment of acute carotid atherosclerotic tandem occ lusions: predictors of clinical outcomes as technical aspects and location of tandem occlusions. Journal of stroke and cerebrovascular diseases, 2020-09-01, volume 29, issue 9, article 105090. Doi.org/10.1016/j.jstrokecerebrovasdis.2020.105090. This value is the average age of the patients reported in the article as specific patients could not be identified. This value reflects the gender of the majority of the patients reported in the article as specific patients could not be identified. Please note that this date is based off of the earliest date provided in the published literature. If information is provided in the future, a supplemental report will be issued.

Event description:
Jung-soo park, jong-myong lee, hyo-sung kwak, and gyung ho chung. Endovascular treatment of acute carotid atherosclerotic tandem occ lusions: predictors of clinical outcomes as technical aspects and location of tandem occlusions. Journal of stroke and cerebrovascular diseases, 2020-09-01, volume 29, issue 9, article 105090. Doi.org/10.1016/j.jstrokecerebrovasdis.2020.105090 medtronic literature review found reported of patient complications in association with use of the rebar microcatheter in conjunction with non-medtronic devices to perform endovascular treatment (evt). The purpose of this article was to analyze angiographic and clinical outcomes by the sequence of treatment (antegrade versus retrograde) in patients with acute ischemic stroke caused by tandem cervical carotid and intracranial occlusion of patients treated between april 2012 and march 2019. The authors reviewed 76 cases of patients treated for large vessel occlusion via evt using the rebar microcatheter for delivery of other devices for treatment. Of the 76 patients, the average age was 72 years, 63 were male and 13 were female. The article does not state any technical issues during use of the rebar microcatheter. In addition, 63 patient's had a modified thrombolysis in cerebral infarction (mtici) score greater than or equal to 2b, and 37 patient's had favorable functional outcome. The following intra- or post-procedural outcomes were noted: 10 patients experienced symptomatic hemorrhage, 2 patients experienced parenchymal hemorrhage 1, and 8 patient's experienced parenchymal hemorrhage 2.